Event description:
It was reported that during implant of the left ventricular lead, a slight dissection of the coronary sinus occurred. The patient was asymptomatic. No intervention was performed and the lead was implanted successfully.

Manufacturer narrative:
(B)(4).